Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the high-rate non-sustained episodes continued showing oversensing and resultant lack of pacing. The patient also reports feeling vertigo occasionally while in bed. All episodes occurred during sleeping hours. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that a routine monitor transmission showed extracardiac oversensing resulting in inhibited pacing of the right ventricular (rv) lead. In addition, high-rate non-sustained episodes and short interval counts (sic) were detected. The rv lead remains in use based on medical judgment. The patient is a participant in the system longevity study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).